Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) y-set was unable to disconnect from the transfer set. This issue occurred when the patient was disconnecting after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.